Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "small hole" on the top of the patient line of a homechoice cassette which resulted in leak. This occurred prior to use for peritoneal dialysis therapy. The patient was not connected at the time of the event. Renal therapy services (rts) assisted the patient in getting the cassette out and in starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.